Event description:
The facility reports the resident was being transferred with the lift out of the bed to the chair. The patient suddenly swung legs at the height of the bed, which caused one of the leg clips to come off the lift. The patient fell and hit the back of head on the chassis, suffering a laceration. The cut was glued closed.